Manufacturer narrative:
(B)(4).

Event description:
Complaint reports that: "female patient, submitted to thoracotomy by video thoracoscopy and pleurodesis, where left broncho-cath tube #35 is used, which fails during surgery. Tube presents perforation in the cuff, so a change is requested to perform the procedure."

Manufacturer narrative:
(B)(4). The actual sample was returned for evaluation. A visual exam was performed and no defects were observed. The pressure of the clear cuff and the blue cuff of the device were then tested by inflating the cuffs to 25 mbar using a calibrated endotest. It was observed that the clear cuff was able to maintain pressure at 25mbar; however, the blue cuff would not stay inflated. A water leak test was then conducted on the returned sample by immersing it underwater. Bubbles were observed flowing out from the blue cuff indicating a leak. The area of leakage was observed under magnification and a cut mark was observed on the cuff. A device history record review was performed and no relevant findings were identified. The complaint of leakage was confirmed; however, a root cause for the issue could not be determined. There is a 100% inflation and leak test conducted at the manufacturing facility whereby any defects would be detected prior to release. It is possible that the failure could be induced during product handling by the user, although this could not be confirmed. Corrected data: section d.1.-brand name corrected to rusch double lumen bronchial tube set left.

Event description:
Complaint reports that: "female patient, submitted to thoracotomy by video thoracoscopy and pleurodesis, where left broncho-cath tube #35 is used, which fails during surgery. Tube presents perforation in the cuff, so a change is requested to perform the procedure." No patient injury or consequence reported. The current condition of the patient was reported as "fine".